Manufacturer narrative:
Bottle 7 (ethanol) was removed from the sensor for approximately 35 seconds at 07:34am on (B)(6) 2016, which is insufficient time to complete manual replacement of the reagent. The station properties were reset at 07:35am on (B)(6) 2016. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number cycles and days to zero. The properties of the reagent in bottle 7 prior to this action were: ethanol concentration=60.6%, cycles=165, cassettes=6802 and days=101. A user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 7 (ethanol) at 07:35am on (B)(6) 2016. Based on the information provided, it was determined that the tissue samples exhibiting sub-optimal processing were derived from the "factory 12hr xylene standard" protocol started in retort a at 15:14pm on (B)(6) 2016 and the "factory 4hr xylene standard" protocol started in retort b at 15:12pm on (B)(6) 2016. The reagent in bottle 7 (ethanol) was used for the first time in the final dehydration step of the "factory 12hr xylene standard" protocol started in retort a at 15:14pm on (B)(6) 2016; and was also subsequently used in the final dehydration step of the "factory 4hr xylene standard" protocol started in retort b at 15:12pm on (B)(6) 2016. Although the user affirmed in the instrument software that the ethanol concentration in bottle 7 (ethanol) was to be set to 100% at 07:35am on (B)(6) 2016, the actual concentration of the reagent in bottle 7 remained unchanged at 60.6% because the reagent had not been replaced. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled; and the reagent station with the lowest (in -threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 7 (ethanol) was used for the final dehydration step of both the "factory 12hr xylene standard" protocol started in retort a at 15:14pm on (B)(6) 2016; and the "factory 4hr xylene standard" protocol started in retort b at 15:12pm on (B)(6) 2016. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error. This use error occurred during completion of manual replacement of the reagent in bottle 7 (ethanol) prior to commencement of the "factory 12hr xylene standard" protocol started in retort a at 15:14pm on (B)(6) 2016 and the "factory 4hr xylene standard" protocol started in retort b at 16:15pm on (B)(6) 2016. Specifically, a user failed to complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding "unprocessed tissues" from both retort a and b. On 26 august 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.